Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced heating at the ipg site. Additional follow up revealed that the heating sensation was only there when stimulation was on. As a results patient underwent surgical intervention wherein the entire system was explanted.